Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was seen with high impedance and has been referred for full revision surgery. The physician has responded that there has been no trauma or manipulation of the site that could have caused the high impedance and xrays have not been taken. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The surgeon checked the generator site and reports that the lead was seen to be intact with the generator. Surgeon spoke with the family and determined the risks of lead revision outweighed the benefit at this time. Patient will receive eeg to determine what to do moving forward. There is no report that high impedance resolved. The surgeon reporting lead being intact with the generator is in reference to the pin being believed to be completely inserted. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B3: date of event; corrected data; initial MDR inadvertently entered incorrect event date.